Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was seen for postop pelvic infection. The physician believes that it may have started intraop, such as prepping technique, instrument sterilization, scrubbing technique...etc.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the reports of infection, the physician's observations are accepted as the reason for the report. A review of the device history record confirmed the devices from this lot met all specifications prior to release, which includes sterilization. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information indicated bacteroides fragilis was cultured.